Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to around 14 mmol/l or 15.0 mmol/l (252 mg/dl or 270 mg/dl) while wearing the pod between 24 and 36 hours. The adhesive separated from the infusion site (leg) and when removed from, the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation results found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.